Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 5, 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and claimed the continuous glucose monitoring system did not alert him. The user was assisted by healthcare professionals located at his place of employment.